Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Per the info received, the device was removed several days after the application. No additional info has been provided to date. Should additional info become available, a follow-up report will be submitted. Reported to FDA on (B)(4) 2014.

Manufacturer narrative:
Additional information was received on august 13, 2015 confirming that the lot number is invalid. Has been updated to reflect the applicable information. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the end user had a wound to the sacrum. After cleaning the wound, a dressing was applied. The dressing was changed after a few days in which a red place was observed under the entire dressing. Per the report, the dressing adheres to the skin. The first day after the removal of the dressing, dermabrasion was applied over the damaged burned skin area. Biafine was applied to the burned skin.